Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was able to hold a charge. Therefore, the reported condition of the device not holding a charge was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the housing was cracked. It was determined that this was due to improper handling of the device, which is classified as misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that two battery devices were not holding a charge. There were no delays to the surgical procedure as a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.